Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a 62 year-old male patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the patient was ongoing support for bridging to transplant. The patient developed an access site injury, a hematoma, which prompted surgical exploration. The patient remained and still remains on support.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.